Event description:
The hosp rep reported a fail code 807:01. The hosp rep did not have info regarding whether the failure occurred during pt use or biomed testing. Additional contact was identified. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.